Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The pump battery fully depleted from 100% in one day and subsequently shut off due to insufficient power. Customer reported blood glucose level was 91 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed due to a different issue that was found (usb pin damage).